Event description:
It was reported by service report that the brake at the foot end does not engage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: brake adjuster.